Event description:
In 2009, this female was admitted w/a diagnosis of thoracoabdominal aortic aneurysm. The next day, the pt underwent repair of the aneurysm with left femoral endo bovine pericardial patch. Pre-operatively, insertion of a spinal drain was unsuccessful. The pt complained of persistent paraesthesia during attempts at epidural catheter placement, therefore the procedure was aborted. The pt underwent endarterectomy without complications. Post-operatively, it was noted that the pt had difficulty moving her lower extremities. A neurology consult was obtained and a CT scan revealed a fragment of the catheter tip in the lumbar spinal canal at the l3-l5 level. A decision was made not to remove the fragment of the catheter tip as the risks outweigh the benefits. Several hours later, the pt was able to move her lower extremities. Her lower extremity movement improved over the next several days and ten days later, the pt was discharged to a rehabilitation facility.